Event description:
A customer reported obtaining unexpected negative reactions on galileo echo instrument (B)(4).

Manufacturer narrative:
An immucor technical support specialist reviewed the result files. Equivocal reactions were obtained in all cells of the antibody identification assays. Test well images appeared weakly positive. All other cells resulted as positive (1+-2+). Repeat testing with the crrid extend I panel showed equivocal reactions in some wells that visually appeared weakly positive. All other cells resulted as negative. A review of the result files for the screening assay showed that cells 1 and 3 resulted as negative. All test well images appeared weakly positive. All other samples tested at the same time resulted as negative as expected. The customer was made aware of technical communication (B)(4), which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.